Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had impedance out of range and oversensing of noise. The lead noise could not be reproduced with manipulation during revision and inspection of the lead revealed no insulation defects. The lead was tested and all measurements were within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.